Event description:
It was reported that during intra-aortic balloon(iab) therapy, the console generated iab catheter restriction alarm. The customer have been unable to resume pumping for any length of time for several minutes now and the iab continues to stop after only a few seconds. The location site is femoral. There is no blood in the helium tubing, or visible kinks seen in the catheter. Attempted the "fill" key several times and dropped the augmentation control several bars without success. Advised a chest film to confirm placement as quickly as possible. The getinge representative suggested that there may be a kink in the catheter and/ or that it may have migrated from the correct location. Discussed with the customer the possible need to discuss removal of the iab with physician if they are unable to resume pumping. There were no reported injury or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. Two kinks were found on the catheter tubing and inner lumen near the y-fitting approximately 72.4cm and 76.5cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 1.8cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by kinks which was found on the catheter tubing and a leak on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).